Event description:
Report received of a non-delivery. The device was being used to infuse zosyn during home therapy. The container size was 300cc, a dose amount of 93cc every 8 hours, and a kvo rate of 2cc/hour. The nurse primed the tubing, and the pump was programmed without any problems. The infusion was started. The following day "in the afternoon", the pt noted that the container bag was still full with 300cc of fluid left in the bag. At this time, the pump display screen indicated that 201cc of fluid had infused, "the pump was still running, even though nothing was being delivered". The pt called the home agency for assistance. A replacement pump and tubing were used to resume therapy. Reportedly, the pt missed two doses of antibiotics. There was no reported adverse pt effect, no medical intervention was required. Though requested, no add'l info was available.